Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post hospital admission upon device interrogation, the right ventricular lead exhibited loss of capture and low hv impedance. Multiple non- sustained right ventricular oversensing episodes were noted due to lead noise alerts were noted on the device while attempting alternative configurations during vt/vf therapy. The device was unable to deliver therapy in certain vectors. Successful therapy was noted with only one vector. The patient experienced chest pain and pressure. The lead was capped and replaced on (B)(6) 2019. The new lead was attached to the old device. It was noted that there was no capture at maximum output. The lead was tested with pacing system analyzer and normal threshold level was noted. The lead was connected to the old device again which still resulted in no capture. The device was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The reported field event of no capture, noise and hv output anomaly was confirmed. Failure mode for no capture could not be identified. The device sensing was tested in lab and was found to be normal. High voltage output damage was noted aborting the hv therapy. Device function was normal for hv output issue. The cause of all three reported events could not be determined.